Event description:
The target lesion was identified as the right coronary artery. (Rca). During a coronary procedure, while a 2.5x18mm cypher stent was being delivered into the guiding catheter, the physician encounted resistance. Therefor, he retrieved the unit and found the stent allgnment on the balloon to be disoriented. A different cypher stent of the same size was implanted instead and there was no problem at all. The guiding catheter was discarded by the hospital. According to the additional information recieved, very likely the guide catheter was left in the patient and used to successfull placed the second cypher stent. Pre and intra procedure details as wel as the size of the guide catheter are unknown. Physician's comment: the cause of this event might be due to the guide catheter used during the procedure. However the guiding catheter was discarded already.

Manufacturer narrative:
Please note: device is distributed outside the united states. However, it is similar to the united states product.